Event description:
The av therapist reported that the child's performance declined after the first year of implant use. At this time, the child reportedly does not respond to auditory stimulation consistently. Using the appropriate diagnostic equipment x2, it was determined that the receiver/stimulator is functioning within manufacturer's specifications. However, electrode anomalies were noted on 2 electrodes in first test and on 5 electrodes in second test, six months later. The patient is scheduled for explant/reimplant surgery.

Manufacturer narrative:
This type of event is addressed in the device labelng.